Event description:
I.a.b.p. Alarmed indicating "no trigger." Rn noted that bedside monitor was blank without an audible alarm. Monitor then began to smoke from the top and a crackling noise was heard. The power switch was then turned off. The pt was immediately transferred to the adjacent pt room. Initial vital signs were consistent with vital signs taken prior to the event. The pt experienced cardiac arrest approx 8 mins after transfer and expired approx 3 1/2 hrs after transfer. The cardiac arrest and expiration of the pt were determined not to be related to the monitor failure. Eval of the unit was performed by a co customer engineer and a hosp biomedical dept tech. The failure was determined to be a result of a defective electrolytic capacitor in the monitor power supply section. The unit was repaired on 9/18/93 and returned to service on 9/20/93. This malfunction was reported by the MFR also.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted, performance tests performed. Results of evaluation: component failure, component failure, crt/vdt monitor failure. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device repaired and put back in service, device temporarily removed from service. The device was not destroyed/disposed of.